Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city and state : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter : the consumer reported that 1 syringe needle hub was broken off in shield. Occured date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/27/2021 h.6. Investigation: customer returned a single 1ml syringe with no other identification. The integrated needle hub had partially broken away from the barrel of the syringe at the hub¿s base. The split starts at one side of the base and stretches across the transverse plane, approximately 2/3rds of the distance through the base, resulting in the separated portion sticking out at an angle from the rest of the syringe. This damage may have happened as the result of high stresses placed across the needle hub. There did not appear to be any other damage to the syringe. A review of the device history record was completed for batch# 1011823. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the sample received, bd was unable to confirm the customer¿s indicated failure of the syringe¿s needle bending. The root cause of the barrel tip breaking appears to be high stresses placed across the barrel and needle hub. H3 other text : see h.10.

Event description:
It was reported that 1 bd syringe 1.0ml 31ga 8mm hub separated from the device. The following information was provided by the initial reporter : the consumer reported that 1 syringe needle hub was broken off in shield. Occured date : unknown.